Event description:
Boston scientific received information that this device and non-bsc right ventricular (rv) lead displayed an increased rv pacing impedance measurement greater than 2,000 ohms. Technical services was consulted and also discussed a decrease in sensing measurements. A revision procedure was performed and the non-bsc rv lead was surgically abandoned. This device remains actively implanted. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.